Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the coronary artery. A 3.00x20mm synergy ii stent was advanced to treat the lesion. However, the stent got caught on a previous implanted stent strut and was dislodged in the subclavian area. A snare was used to retrieve the dislodged stent. Surgery was consulted, however, the subclavian and radial arteries were noted to be okay and no surgery was performed. The patient's status was okay.